Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient stopped breathing and passed away after the implant of an implantable pulse generator (ipg) system and prior to discharge. Additional information related to the circumstances of death was requested and not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that no performance issues were noted with the patient's implantable pulse generator (ipg) system.